Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced significant discomfort and pain at the site of the implantable neurostimulator 977118 intellis pro. Effusion was observed at the implant site, and a seroma was identified in the device pocket. Laboratory tests were conducted and results were normal, with no signs of infection. The pocket was opened for a debridement procedure, and the seroma was aspirated. An antibacterial absorbable envelope pouch was placed in the pocket around the implantable neurostimulator as a precaution. The patient reported excellent relief of chronic pain with the stimulator. The issue was resolved and no adverse outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.